Event description:
Pt admitted to cardiac surgery for coronary bypass graft. Foley catheter inserted with no problem. No urine return noted. Attempted to irrigate with 30cc normal saline. Unable to irrigate without applying abnormal pressure on syringe. Noted small amount of clear fluid dripping from distal end of catheter where temp sensing cord leaves the catheter. Foley was removed and replacement reinserted. Pt received antibiotics as a result of the repeat procedure.